Manufacturer narrative:
Investigation - evaluation: a review of the drawings, dimensional verification, manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. Only the sheath component of a performer cgb guiding sheath was returned for investigation. The sheath is bent at many locations, likely because it was returned in a coiled manner. The proximal fitting is separated from the shaft of the sheath. The flare was found to be curled outward on itself. It was not possible to measure the flare height due to the curled condition of the flare. The inner diameter of the connector cap was measured and found to be within specification. The complaint device is from an unknown lot number. Therefore, the review of the device history record, and nonconformance history, could not be conducted. If the complaint device lot number becomes available for investigation, the file will be updated at that time. There is no evidence to suggest that product was not manufactured to current specifications. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A performer chb guiding sheath was used in a right coronary with complicated intervention. It was reported that when using a sheath and delivery cable to deliver a plug, the hemostat valve ripped off. The physician used a clamp to stop blood flow. The blood loss was not extensive and no further intervention was required. The procedure was completed successfully. The patient had been previously scheduled to be monitored overnight due to the type of procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.